Event description:
A customer activated a pod in the morning. In the evening, prior to dinner, she had a low bg of 60 mg/dl; she treated the low bg and administered a meal bolus. The customer "woke up later in the night not feeling well." Her bg read "high" (> 500 mg/dl) so she administered "approximately a 13 unit bolus." At 5:00 am her bg was 490 mg/dl; she gave another bolus. At 7:00 am her bg was "high" and she was "not feeling well". Her doctor advised her to "take an injection and go to the hospital." When she arrived at the hospital her bg was 470 mg/dl. She was treated with fluids and a manual glucose injection. Her bg levels dropped within normal range and she was able to go home. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. No problem found that would have caused or contributed to the customer's "high" (>500 mg/dl) bg level and subsequent hospital visit. The device was found to be fully functioning and performed as intended. The piezo was found capable of delivering an audible alarm; the data was analyzed and no alarms were found to have occurred. The device was functioning properly and ran with no time-outs or occlusions. No kinks were found; fluid was observed exiting the distal tip indicating no internal occlusion. The fluid path was gradually pressurized and no leaks were found. The needle and cannula were observed to deploy properly. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), "and advises to treat hyperglycemia "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." Product lot qualification records were reviewed and found to have met all acceptance criteria.